Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a procedure, the amplifier was unable to communicate. The patient was prepped for the procedure when it was cancelled due to device malfunction. Additional information is not available from the field.